Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01280. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and a rotawire were selected for use. During preparation, upon testing outside patient's body, it was noted that the rotawire broke at 60,000rpm. The procedure was completed with another of the same burr and rotawire. There were no patient complications reported and the patient's status was stable.